Event description:
The doctor had completed an arterial blood gas draw on a pt. While he was pushing the needle sheath of the syringe forward, he accidentally pushed the plunger and blood spurted out of the needle. One drop of blood contacted the back of his hand.

Manufacturer narrative:
The info was given to the sales rep by another individual at the hospital, and a follow up call with the doctor was made. There was no injury from the blood exposure and he received no treatment. The event occurred due to user error. The hospital department had received a trial kit of syringes and the dr used one of the syringes without having been trained. Further, per the manual, it is recommended to use gloves, mask and eye protection.